Event description:
The surgeon attempted to insert a aa4203tl one piece lens with toric optic. The lens would not advance in the cartridge prior to insertion into the eye. No pt contact or injury. The reporter stated that the lens tore when it was ejected out of the cartridge as they were going to re-load the lens.